Event description:
Implant (insertion post) didn`t fit in insertion tool. No other implant placed in the same surgery.

Manufacturer narrative:
Implant (insertion post) didn`t fit in insertion tool. No other implant placed in the same surgery. Insertion post fractures at predetermined breaking point also the apical spring is slightly dented. Therefore, the insertion post couldn`t fit in the insertion tool. Dentist should have consulted instruction for use to prevent this from happen.